Event description:
It was reported that this left ventricular (lv) lead was explanted approximately one month post implant. Another lv lead was successfully placed. No additional adverse patient effects were reported. This lv lead has not returned for analysis.